Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of an unknown level. Troubleshooting found that the customer had symptoms such as vomiting and may have had a stroke beforehand. Customer requested information about the drive support cap but didn't indicate if there was an issue with the cap on their pump. The customer indicated that they took off their pump after the hospitalization and have not put it back on. There was no further information provided by the customer or by troubleshooting.